Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Imagery review revealed the patient's left access vessel had presence of tortuosity and calcification. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was unable to be confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage because of increased push force. The root causes identified in the technical summary were reviewed and there were three root causes that are applicable to this event. The first root cause is a tortuous patient anatomy. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, the left side had tortuosity. The second root cause is calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery review, the left side had calcification. The third root cause is excessive device manipulation/high push force. Excessive device manipulation/high push force can lead to the valve struts interacting with the sheath shaft, resulting in the strut damage at the valve inflow side. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, there was difficulty advancing the delivery system with crimped valve through the 14fr esheath+. The delivery system with crimped valve was able to exit the esheath+ and it was noted that the inflow side of the valve tine had bent backwards.". The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. In this case, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation and high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, there was difficulty advancing the delivery system with crimped valve through the 14fr esheath+. The delivery system with crimped valve was able to exit the esheath+ and it was noted that the inflow side of the valve tine had bent backwards. A decision was made to deploy the valve as there was concern with the possibility of causing a vascular injury if the system was withdrawn from the patient. The valve was deployed successfully with no leak or root injury noted on the echocardiogram. An angiogram was performed after withdrawal of the esheath+ and there was no bleeding noted.